Manufacturer narrative:
Manufacturing site : (B)(6). Registration number: (B)(4). The guide wire was returned for inspection. The coil wire was found loosened and unraveled distal to the middle solder which was designed to fix the coil wire on the core wire at approximately 15mm from the distal end of the guide wire. Trace of fracture by twisting force, which is typically observed when the coil wire is loosened, was found on the fracture end of the unraveled col wire. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information and investigation results, it was presumed that rotational force was applied on the guide wire while the tip of the guide wire was trapped by the calcium. As the coil wire was significantly loosened proximal to the middle solder that fixed the coil wire on the core wire, the coil wire was fractured and unraveled. It was concluded that this event was not attributed to product quality. The instructions for use (IFU) states: [warnings] if any resistance is felt due to spasm or the guide wire being bent or trapped while operating the guide wire in the blood vessel or removing it, do not move or torque the guide wire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; [warnings] when torquing this guide wire inside the blood vessel, do not torque continuously in the same direction. This may cause the guide wire to become damaged or break apart, causing injury to the blood vessel or leaving fragments inside the vessel. When torquing the guide wire, rotate it clockwise and counterclockwise alternately. Do not exceed two rotations (720?) In the same direction; and, [malfunction and adverse effects] breakage of the guide wire.

Event description:
It was reported that the distal segment of an asahi guide wire was felt fractured when manipulated during ppi to treat a heavily calcified cto in sfa. X-ray observation confirmed the fracture. The guide wire was replaced by a different one and the procedure was continued. The lesion was stented and the procedure was completed with reestablished blood flow. There were no adverse patient effects associated with the case and the patient was fine without problem after the procedure.